Manufacturer narrative:
A physio-control service technician performed an initial evaluation of the customer's device and observed that the therapy connector was broken and was unable to connect to the therapy cable assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had a loose therapy connector. Upon inspection, physio-control observed that the therapy connector was broken and was unable to connect to the therapy cable assembly. As a result, defibrillation therapy would not be available to a patient if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had a loose therapy connector. Upon inspection, physio-control observed that the therapy connector was broken and was unable to connect to the therapy cable assembly. As a result, defibrillation therapy would not be available to a patient if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control verified the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue was determined to be due to a broken therapy connector.